Event description:
Upon opening the packaging of the palmaz genesis opta pro, it was noticed that the stent had migrated proximally, lodging into the shaft of the catheter. The product was not clinically used; therefore, there was no injury to the pt. The product will be returned.

Manufacturer narrative:
This product is available; however, it has not been received for analysis. Add'l info will be submitted within thirty days of receipt.